Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the atrial heartwire connector failed functional testing. (B)(4).

Event description:
It was reported the ventricular patient connector is damaged. The device was returned for repair. No patient complications were reported as a result of this event.